Event description:
It was reported that during a laparoscopic colorectal procedure, the device was used for the working port. Very severe co2 gas leak occurred. The seal was not strong enough. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. During functional examination of the device the obturator was inserted and removed through the sleeve and there was not evidence of an unacceptable drag force present. No conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.